Event description:
It was further reported that the lv lead exhibited erratic impedance measurements. The lead was capped and replaced with a previously implanted lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 507645 lead, 694758 lead, implanted (B)(6) 2011.

Event description:
It was reported that a lead integrity alert (lia) triggered for high impedance on a left ventricular (lv) lead. It was also noted that there was minimal noise during patient testing. Programming changes were attempted but unsuccessful. One of the lv leads was capped and the other remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.